Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during bone removal in a cori assisted tka surgery, the suction barb on the real intelligence robotic drill guard separated from the guard and it fell into the surgeon¿s hand and was retrieved without further issues. Since there was no backup available, manual instruments were used to complete the cut. No significant delays and no patient injuries were reported.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, part number rob10016, lot number 1341427, used for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual, section setting up a cori knee procedure: setting up the instruments, preparing the suction tubing for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the quality team has been notified for further investigation. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with an incomplete weld to secure the suction tube to the guard body. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The real intelligence robotic drill guard, rob10016, lot 1341427, used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The suction tube is detached from the guard body. The most likely cause of this event is an incomplete weld around the perimeter of the irrigation tube. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. Refer to the real intelligence cori for knee arthroplasty user manual, section setting up a cori knee procedure: setting up the instruments, preparing the suction tubing for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file. As a result of the risk assessment the documented risk level has undergone further investigation and confirmation by the site quality team. It was reported that, during bone removal in a cori assisted tka surgery, the suction barb on the real intelligence robotic drill guard separated from the guard and it fell into the surgeon¿s hand and was retrieved without further issues. Since there was no backup available, manual instruments were used to complete the cut. No significant delays and no patient injuries were reported. Further investigation into the reported failure was conducted. As a part of corrective action a change has been made to the manufacturing process. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill guard, rob10016, lot 1341427, used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The suction tube is detached from the guard body. The most likely cause of this event is an incomplete weld around the perimeter of the irrigation tube. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint however no further escalation action is required. Refer to the real intelligence cori for knee arthroplasty user manual, section setting up a cori knee procedure: setting up the instruments, preparing the suction tubing for proper set up and handling. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. It was reported that, during bone removal in a cori assisted tka surgery, the suction barb on the real intelligence robotic drill guard separated from the guard and it fell into the surgeon¿s hand and was retrieved without further issues. Since there was no backup available, manual instruments were used to complete the cut. No significant delays and no patient injuries were reported. Further investigation into the reported failure was conducted. As a part of corrective action a change has been made to the manufacturing process. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.